Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results compared to a lab reading of "112mg/dl" on the lfs meter and "207mg/dl" on the lab reading. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.